Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient had not recharged or used the ipg in over 2.5 years. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.